Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2017, a 21mm sjm trifecta valve was implanted. On (B)(6) 2021, a valve in valve was performed due to grade 1 stenosis due to calcification of the cups. A non-abbott valve was successfully implanted. The patient was reported to be stable condition.

Manufacturer narrative:
An event of calcification of the valve leaflets was reported. A more comprehensive assessment could not be performed as a valve-in-valve was performed and the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.